Event description:
During a pulmonary vein isolation procedure, air embolism occurred during the saline solution exchange when the saline bag finished. The air was introduced because the flush of the new saline bag was done with the irrigation connected to the patient. There were two irrigations, one for the advisor hd grid catheter and one for tactiflex catheter. The advisor hd grid stopcock was closed instead of the tactiflex irrigation. At the start, a 2:1 block occurred, that became a complete block, and finally fv. An ECMO was used to maintain the blood circulation. Medication was administered. The patient recovered rhythm but a hemorrhage was detected and the patient was sent to a CT scan. The hemorrhage was a belly hematoma that occurred from resuscitation. The CT scan could not find the exact origin of the belly hematoma. Patient is recovering in the ICU with ventricular disfunction and an extensive hematoma in the belly. The physician alleges the error in the interchange of the saline bag contributed to the air embolus. There were no performance issues with any abbott devices.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of air embolism and air in the device could not be conclusively determined.